Event description:
It was reported that a physician was attempting to deploy a complete se peripheral stent to treat a lesion in a patient that was reported to be pre-dilated. No issues were noted during inspection and preparation of the device prior to use. It was reported that during the surgery, the physician noted the tip of the stent was released in the target lesion even though no action was performed. The physician withdrew the device and noted the stent was automatically released. Another stent was then used to complete the procedure. No patient injury or other sequelae were reported for this event and the patient is reported to be good. Device evaluation: the device was returned with the red safety tab in place. There was a small gap evident between the blue deployment mechanism and the grey handle. The first distal stent segment was partially exposed. There were no kinks noted to the catheter and a 0.035¿ guidewire was loaded successfully without resistance.

Manufacturer narrative:
Evaluation results: related to operational context (event most likely procedural related). Deformation problem. Evaluation conclusion: operational context contributed to event (event most likely procedural related). (B)(4).